Event description:
It was reported the radiopaque marker detached from this introducer sheath into the pt upon removal during a nephrostomy drainage procedure. Retrieval of the detached marker utilizing a balloon catheter was uneventful. The procedure was successfully completed with this unit. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number for the device was not provided, a device history search could not be performed. Follow up revealed a large amount of scar tissue was present at the entry site significant resistance was encountered during this procedure. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, co is unable to determine the exact cause for this event.